Event description:
The facility reported through user facility report that, a baby in the neonatal intensive care unit received intralipid infusion ordered to be infused over eight hours, in one hour. Infusion pump was removed from service, checked completely without any indication of user error and was returned to the co. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval, or if additional info becomes available.